Event description:
The pump was programmed to deliver the entire volume in 30 minutes. The pump delivered the entire volume in 15 minutes.

Manufacturer narrative:
The device in question was returned to walkmed infusion for investigation. The device was subjected through a delivery accuracy test. The device was programmed to deliver a target volume of 40.0 ml at a rate of 100 ml/hr. The device was discovered to be out of adjustment as it had delivered 42.2 ml, which is outside of walkmed infusion's tolerance of 5%. Walkmed infusion confirmed this device did not meet the acceptance criteria for delivery accuracy.